Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: evolutpro-26, serial/lot #: (B)(4), ubd: 03-dec-2019, UDI #: (B)(4). Product analysis: the valve remains implanted and the dcs was not returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 26mm transcatheter bioprosthetic valve, as the delivery catheter system (dcs) was withdrawn, it caught on and dislodged the valve. During withdrawal the dcs the capsule was closed in the descending aorta. The valve was snared and pulled into the ascending aortic artery. Subsequently, a second valve was loaded onto a new dcs and successfully implanted. A small dissection was noted in the ascending aorta as the snare was maneuvered. No treatment was provided to address the dissection. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: cine films were returned. Full cine review report attached to gch. The cine films confirmed the event description that the first valve deployed was dislodged from the native annulus, but the cause was unknown. A second valve was successfully implanted. On final angio, the cine films can confirm that a small dissection was seen in the ascending aorta, cause unknown but cannot confirm if treatment was given or left alone. Dislodgement of the valve by the distal tip was related to operator technique or experience; the evolut system instructions for use instructs the user to ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the dcs tip through the valve. Dislodgment events do not typically indicate a device manufacturing issue. Vascular injuries, such as dissection, are known potential adverse patient effects per the evolut system instructions for use (IFU) and may be impacted by many factors including the patient's pre-procedural condition and procedural factors, as well as factors related to the device. The cause of the dissection and its potential relationship to the dcs, cannot be established from the cines received. However, per the physician, the injury caused by the snare. There is no information to suggest a device quality deficiency that may have caused or contributed to this event, but a conclusive root cause cannot be determined at this time. If information is provided in the future, a supplemental report will be issued.